Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient had an infection and lead erosion. The system was explanted on the left side and replaced on the right side. The exposed devices were sent to pathology for panels. It was unknown when the infection or erosion began but the rep knew the patient was on antibiotics for the past two weeks prior to report. There was a double dose of antibiotics on (B)(6)2015. The rep had no additional information on the source of the infection. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow report will be sent.